Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that the cassette leaking at perfusion port before vitrectomy surgery. The surgery was completed after replacement of new product. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned irrigation/aspiration (I/a) tubing manifold we observed a large, propagated crack from the distal end to the proximal end on the irrigation connector. This observed crack is the source of the fluid leakage experienced by the customer. The irrigation connection to the cassette port is a tapered fit when engaging and rotating for a secure fit. Inspection found some white stressing along the propagated crack potentially indicating a stress induced fracture. Additionally, the drain bag seal was not complete which resulted in fluid leakage during laboratory testing and was identified as a supplier manufacturer error. While we could confirm the source of the leak for the connector, the root cause of when and where the crack occurred along the irrigation connector could not be conclusively determined. The root cause of the improper seal at the bottom of the drain bag was an error during the supplier manufacturing process. After investigation of this complaint no corrective action is required at this time for the irrigation connector. The supplier was notified regarding the drain bag defect which also caused leakage. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).